Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d9, g3, g6, h2, h3, h6. Visual examination of the returned product identified the outside rim lock and tapered surfaces have gouges. Scratches are present on i.d. And o.d. Surfaces. No other damage was noted during visual evaluation. The product identifiers were found to be conforming. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that the patient underwent a hip arthroplasty. The liner would not insert into the implanted cup after many attempts. The surgeon strictly followed the surgical technique. The procedure was delayed for twenty (20) minutes

Manufacturer narrative:
(B)(4). D10: 010000663 g7 pps ltd acet shell 52e 7690070. G2: foreign: china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.